Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus) device. The patient underwent a surgical procedure in which all aus components were explanted and replaced. Upon explant, it was identified that there was a fluid loss of the device due to a hole in the pressure regulating balloon (prb) tubing. The patient is fully recovered.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus) device. The patient underwent a surgical procedure in which all aus components were explanted and replaced. Upon explant, it was identified that there was a fluid loss of the device due to a hole in the pressure regulating balloon (prb) tubing. The patient is fully recovered.